Event description:
It was reported that during a low anterior resection procedure the surgeon wanted to resect the colon but reload was faulty. They switched the reload and all was ok. Procedure was prolonged by ten minutes. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please clarify: what was the damage to the cartridge? Response from the affiliate: there was no damage to the cartridge, just didn't want to fire. Staples came out of the cartridge but didn't want to close. The staples that came out of the cartridge but did not want to close, were they malformed? No the staplers came out partially and the staplers legs are straight. Was the staple line complete? No. Did the device cut? No. If the device cut was the cut line complete?

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with only 38 staples present, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.